Event description:
It was reported that during a da vinci colon resection procedure, it was observed that the endowrist one vessel sealer instrument was not getting power to the jaws. On (B)(4) 2015, intuitive surgical inc., (isi) obtained the following information: the endowrist one vessel sealer instrument was sealing and it began to not have the visible signs that it was sealing or took more than one attempt to seal. The decision was made to switch to another instrument due to the inconsistent sealing that was observed. Customer does not believe that they were getting an error message, it was simply no or poor performance of the sealing. Customer was unsure if the vessels were highly calcified. The surgeon was holding the master grips fully closed throughout the sealing cycle. Customer does not recall if the surgeon heard the two audible high pitch tones. No tissue effect was observed. The system did not give any error messages to indicate that the vessel sealer was not coagulating or sealing. No bleeding was observed. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis was unable to confirm the alleged sealing issue. Upon visual inspection, the instrument was found with a dislodged blade between the grips. The instrument was plugged in properly with no issue to the instrument control box (icb). The blue light lit up on the icb indicating that power was being delivered and the unit was properly connected. The self test would not pass and the instrument would not engage due to the dislodged blade. The instrument passed the self test with no error messages after the blade was re-seated. The jaw gap was found in normal range. This complaint is being reported due to the endowrist one vessel sealer instrument not sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.